Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. B94867) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included human papilloma virus infection. Concurrent conditions included overweight and right lower quadrant pain. Concomitant products included levothyroxine since 2015. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced hypothyroidism ("hypothyroidism"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), irritability ("irritability"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), anxiety ("anxiety"), depression ("depression"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). In 2016, the patient experienced tooth disorder ("dental problems") and visual impairment ("vision"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). The patient was treated with surgery (she had surgery to remove the essure, bilateral salpingectomy, ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia had resolved, the endometriosis, hypothyroidism, tooth disorder, fatigue, headache, allergy to metals, anxiety, depression, visual impairment, weight increased and abdominal pain outcome was unknown and the irritability and migraine was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dyspareunia, endometriosis, fatigue, headache, hypothyroidism, irritability, migraine, pelvic pain, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: no coils remaining in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dyspareunia, anxiety, weight increased, depression, pelvic pain. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- hypothyroidism, dental problems, dyspareunia (painful sexual intercourse), fatigue, irritability, migraines / headaches, nickel allergy, anxiety/depression, endometriosis, vision, weight gain, and abdominal pain. Outcome of event pelvic pain updated. Concomitant disease and drug, lab data, historical condition were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. B94867) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included human papilloma virus infection. Concurrent conditions included overweight and right lower quadrant pain. Concomitant products included levothyroxine since 2015. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced hypothyroidism ("hypothyroidism"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), irritability ("irritability"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), anxiety ("anxiety"), depression ("depression"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). In 2016, the patient experienced tooth disorder ("dental problems") and visual impairment ("vision"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). The patient was treated with surgery (she had surgery to remove the essure, bilateral salpingectomy, ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia had resolved, the endometriosis, hypothyroidism, tooth disorder, fatigue, headache, allergy to metals, anxiety, depression, visual impairment, weight increased and abdominal pain outcome was unknown and the irritability and migraine was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dyspareunia, endometriosis, fatigue, headache, hypothyroidism, irritability, migraine, pelvic pain, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: no coils remaining in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dyspareunia, anxiety, weight increased, depression, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.